Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a hair like particulate matter of approximately 1.5 cm was observed in the housing of a polyflux 17l. There was no patient involvement. No additional information is available.